Event description:
Foreign matter was noted in the package before use. Another product was used to complete the case. There were no surgical delay and no adverse consequences to the patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction. Upon completion of the investigation, it was noted that the evaluation of the package confirmed the complaint. There is a hair in the inside of the package. Since the package is sealed it is likely that this hair was introduced during the manufacturing/packaging process. This is the first complaint of this type for this product code; therefore, it is considered to be an isolated incident. The manufacturing supervisor was notified of this complaint and will review with the operators. We will continue to monitor for this or similar complaint for this product code. At the present time this complaint is considered closed.